Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found with the insulation retracted. The wire appeared to have been partially pulled out, exposing the wire. Components adjacent to this wire did not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the reported issue could not be established based on failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information on 21-nov-2024: the damage was observed before the operation. Nurse checked the instrument carefully. The wire was not exposed due to the damaged insulation. The cable was not intact or broken in half. There were no signs of thermal damage, and no fragment fell into the patient's anatomy. No arcing was observed. The instrument was inspected prior to use and the nurse found the cable out of tip. There was no instrument collision. There was no problem removing the instrument through the cannula. The procedure was completed with a backup instrument. No photographic images of the device or recording of the procedure is available for isi to review as the instrument was not installed into the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to starting a da vinci-assisted distal pancreatectomy surgical procedure, the nurse found that the fenestrated bipolar forceps instrument's insulation layer loose. A backup instrument of the same kind was used to complete the procedure with no patient harm.